Event description:
Used as assassination tool; the syringe infusion pump was set at 300 and connected to a one-gallon reservoir of saline solution. It caused internal hemorrhaging. It was setup to infuse one gallon of saline solution without monitoring into a healthy patient who was sedated. The patient woke out of sedation and concluded he was placed in a lethal situation and disconnected the syringe infusion pump to escape from such assassination attempt. I expect to have the FDA recall all syringe infusion pump that are configurable to perform in such lethal behavior. I expect to have the FDA recall all saline solution reservoirs bigger than one liter and destroy them all. Just the sight of such large bags of saline solution is terrifying. No human needs more than one liter of unsupervised fluids infusion. FDA safety report ID # (B)(4).